Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub cracked on one lumen on a 7french, 15 cm catheter. Additional information has been requested and no information has been provided at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, instructions for use, manufacturing instructions, quality control, as well as a functional test and visual inspection of the returned device was conducted during the investigation. One triple lumen catheter was returned for evaluation. Needless connectors were returned attached to all three hubs. Excessive biological matter was present at the catheter manifold; however, no other surface damage was noted on the device. The red and white hubs appeared undamaged. The blue hub contained a crack on the #2 stamped face. It measured approximately 1.4cm long and was on the opposite side of the gate on cavity number 1. Leak testing was performed on each hub by connecting a syringe to each and flushing it with room temperature water. Leakage was observed at the blue hub, but not at the red or white hubs. The complaint was confirmed based on visual observation and function testing of the device. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record could not be completed, as the lot information remains unknown. As adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively...¿ how supplied "...store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A supplier investigation was not requested, as the exact lot and OEM part number are unknown. The supplier was notified of this complaint upon investigation completion. A similar investigation involving a similar product failure is referenced as follows. Per pr239677, the supplier reviewed manufacturing logs of hub lots and no anomalies were noted in the manufacturing process, as parameters were within validated manufacturing specifications. No evidence exists to assume parts do not meet specification. Inspections performed during manufacturing yielded no parts out of specification. The supplier stated that there was no known relationship of the device to the reported event. The supplier concluded that no nonconforming product has been identified in-house or in the field based on the investigation based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.